Event description:
Caller reported that a cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, and following the reset, the error code did not reappear. The customer successfully started their sensor session.